Manufacturer narrative:
The syringe/stopcock malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Field service engineer reported stopcock and syringe leakage during preventative maintenance. The parts were replaced. No impact on staining results.